Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 31 march 2020: lot 186014: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting pain due to the insert popping out of alignment 4 months after the primary surgery. The surgeon revised the sphere insert flex left 11mm s3 with a sphere insert flex left 11mm s3. The surgery was completed successfully. During the primary surgery, a tibial insert screw was not utilized.